Event description:
It was reported that during the implant procedure, the lead was unexpectedly inserted into central coronary vein. The patient's monitor showed decreased peripheral capillary oxygen saturation and a drop in blood pressure. The patient was administered intravenous catecholamine and echocardiography (ECG) detected cardiac tamponade. Once the patient was stabilized, the right ventricular (rv) lead was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).